Event description:
One pt states that she experienced a burning sensation in eyes after using a medical device, (B)(4) disinfecting lens care solution. Pt medical record is not available at this time.

Manufacturer narrative:
Complaint sample is being retrieved and forwarded to MFR for chemical assay.